Event description:
Applied medical trocar #ctr21 inserted without problem but broke when grasper was inserted into it for use. Tip of trocar broke off and had to be retrieved. All broken parts were accounted for; dr examined area with laparoscope after incident.